Event description:
It was reported that, the cardiac resynchronization therapy defibrillator (crt-d) system delivered inappropriate atrial tachy response (atr) due to noisy signals oversensing on this right atrial (ra) lead. Technical services (ts) recommended to discuss with the electro physician on how to handle the situation. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the cardiac resynchronization therapy defibrillator (crt-d) system delivered inappropriate atrial tachy response (atr) due to noisy signals oversensing on this right atrial (ra) lead. Technical services (ts) recommended to discuss with the electro physician on how to handle the situation. This crt-d remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the right atrial (ra) lead exhibited noisy signals oversensing. Technical services (ts) recommended reprogrammed options and if possible, a lead revision to actually solve the situation. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the cardiac resynchronization therapy defibrillator (crt-d) system delivered inappropriate atrial tachy response (atr) due to noisy signals oversensing on this right atrial (ra) lead. Technical services (ts) recommended to discuss with the electro physician on how to handle the situation. This crt-d remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the right atrial (ra) lead exhibited noisy signals oversensing. Technical services (ts) recommended reprogrammed options and if possible, a lead revision to actually solve the situation. This crt-d remains in service. No adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead was surgically abandoned and replaced, and the patient experienced pain and discomfort. The cardiac resynchronization therapy defibrillator (crt-d) remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.